Event description:
Pediatric burn patient was having tissue harvested from her back. The dermatome took a thicker than customary piece of tissue. Laceration repaired with sutures. Lot number for the dermatome blade is #66600195.